Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that a intellivue mp5 was offline in room er10. The device was in use at time of event, the patient expired.

Manufacturer narrative:
H3 other text : customer refuse service.

Event description:
It was reported that a intellivue mp5 was offline in room er10. The patient expired. The device was in clinical use at the time of the event, patients death was reported. Based on the information provided by the customer, it was confirmed the bedside monitor had been powered down prior to the event. The patient customer did not want the field service engineer to come onsite after they spoke to the call center. There have been several attempts to obtain additional information made however, there has been no response. The cause of the event is unknown. It is unknown how the issue was resolved.